Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43 alarms or failed battery alarms noted during testing however, moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error alarm. Customer¿s blood glucose level was 206 mg/dl. The other blood glucose was 298 mg/dl. The customer stated that the insulin pump had failed battery test alarm. Troubleshooting was performed. Customer was able to clear the alarm and was not able to complete rewind. Customer stated that insulin pump was exposed to moisture. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.